Event description:
It was reported that the pump was implanted in 2001 for chemotherapy. The pump was flowing normally. At the onset of therapy, the pump interval was extended by the oncologist. The pump subsequently stopped flowing and function could not be restored. The pump was explanted and replaced 7 weeks after implantation. There were no pt complications.